Event description:
It was reported by the customer that after the induction of the preoperative anesthesia (intervention in the esophagus area), the professor attempted three times to insert the catheter into the radial artery of the patient. The three attempts failed and caused a hematoma. Due to the arterial insertion of the catheter it was necessary for surveillance and allowance for certain samples of control. As a result, another catheter system was used. Further information is being pursued.

Manufacturer narrative:
Sample will not be returned for evaluation.